Event description:
Patient experienced a bisphosphonate-induced stress fracture of hip (subtrochanteric) and underwent gamma nail surgery. Pt. Failed to heal after 10 months. Nonunion of subtrochanteric fracture was confirmed on CT. The distal screw was broken. Patient susequently returned to surgery to exchange gamma nail system.